Manufacturer narrative:
Concomitants: (B)(6) 02-010-01-0220 - logic femoral ps cem left sz 2. (B)(6) 02-012-45-2010 - lgc tibial fit tray cem sz 2f / 1t. (B)(6) 200-02-35 - three peg patella 35mm. The product associated with the reported event is within the scope of recall z-0021-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ (B)(4). (B)(4) is associated with this case. It was reported via legal documentation that approximately 99 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-0021-2022. (B)(4).